Event description:
The following literature article was reviewed: meisenbacher, k., hagedorn, m., grond-ginsbach, c., weber, d., böckler, d. And bischoff, m.s., 2021. Outcomes of thoracic endovascular aortic repair in thoracic aortic aneurysm and penetrating aortic ulcer using the conformable gore tag within and outside the instructions for use. Vascular, 29(4), pp.486-498. The article is a retrospective single-center study investigating the outcomes of thoracic endovascular aortic repair for patients with thoracic aortic aneurysms or penetrating atherosclerotic ulcers. From the study population, 195 patients were treated with gore® tag® conformable thoracic stent graft devices. Four patients died while still admitted to the hospital and five patients died within a 30-day follow-up period. All of these patients were treated outside the criteria in the instructions for use. One patient was treated for thoracic aortic aneurysm and died two days post-operatively due to heart failure. One patient also treated for taa died 6 days post-operatively due to hemorrhage after presenting with aortoesophageal fistula. One patient treated for penetrating atherosclerotic ulcers presented with retrograde type a aortic dissection. The patient underwent emergency conversion. The patient died 6 days post-operatively. One patient died within 30 days for unclear reasons. Twenty-four patients died over a median follow-up period of 29.7 months. Eight of these deaths were procedure related. Two patients died during or following tevar-related reinterventions: case 2 was treated for thoracic aortic aneurysm. The patient was treated despite an inadequate distal landing zone per the instructions for use. The patient presented with a type ib endoleak and was treated with distal extension of the endoprosthesis and a chimney procedure 3.5 years later. The patient died on the table during the reintervention. Case 5 was treated for penetrating atherosclerotic ulcers. The patient was treated despite an inadequate proximal landing zone per the instructions for use. The patient presented with a type ii endoleak fed by the left subclavian artery and was treated with balloon dilation of the proximal landing zone two days later. During the procedure, the patient presented with a retrograde aortic dissection and was converted to open surgical repair. The patient died due to myocardial infarction and organ failure after conversion.

Manufacturer narrative:
Individual patient data or identifiers are unknown. A manufacturer placeholder number has been provided. The median age and prevailing gender of the total study population (73 years and 33 out of 56 male) have been provided. Date of event: the event date is unknown. The publication date has been provided. Implantation dates are unknown. The start of the study period has been provided. The devices remain implanted or their locations are unknown. They have not been returned for evaluation. The authors have been asked to provide additional event information but have not yet responded. Further investigation will be completed upon receipt of this information. The following literature article was reviewed: meisenbacher, k., hagedorn, m., grond-ginsbach, c., weber, d., böckler, d. And bischoff, m.s., 2021. Outcomes of thoracic endovascular aortic repair in thoracic aortic aneurysm and penetrating aortic ulcer using the conformable gore tag within and outside the instructions for use. Vascular, 29(4), pp.486-498. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
PMA/510(k)number added to report.

Manufacturer narrative:
The author was contacted multiple times regarding the reported adverse events in the article and was requested to provide additional information like possible allegation against gore devices, the serial# of the used devices, date of events, patient details and a more detailed event description. As no additional information has been provided, this report will be finalized with the information available. Upon further review of the reported article, it was determined that additional previous patient death information in this report is considered to be related to alternative causes of death. Since no information has been provided by the author of the article suggesting that these deaths were device-related, gore considers these reported events a non-reportable incident: four patients died while still admitted to the hospital and five patients died within a 30-day follow-up period. These deaths were not attributable to the device since the patients died while still admitted to the hospital and did not have the implant at the time of death. One patient was treated for thoracic aortic aneurysm and died two days post-operatively due to heart failure. One patient treated for penetrating atherosclerotic ulcers presented with retrograde type a aortic dissection. The patient underwent emergency conversion. The patient died 6 days post-operatively. No information was provided to suggest that this death was attributable to the device. One patient died within 30 days for unclear reasons. No information was provided to suggest that this death was attributable to the device. The comprehensive description of the incident has been updated to reflect the remaining reportable incident (post-operative death due to hemorrhage after presenting with aortoesophageal fistula) and remove the aforementioned non-reportable incidents. Two other potential device related deaths have been reported in (B)(4). Other reported potential device related serious injuries in the article have been reported in (B)(4).